Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received watch dog timeout alarm, along with audio anomaly. The customer's blood glucose level was unknown. The customer states the buttons are also unresponsive. The customer was advised to reset put for two hours, and to monitor the device. The customer was advised to call back if issues persist.